Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: concomitant med products and therapy dates: reaming attachment device, (B)(6) 2021. The surgeons phone number was not provided. However, the reporters name, and phone number were provided as (B)(6). Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the moving parts of the device trigger were not moving smoothly and the trigger was sticky. It was further determined that additional moving parts did not move smoothly and the device would not run. The device also failed pretest for check function of device, check for sticky triggers, and check for mechanical free moving. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that in the middle "between surgery" of a tibia nailing surgical procedure, it was discovered that at the time of reaming, the reaming attachment device was stopping and not working properly because the trigger of the battery handpiece/modular device was getting stuck and not working properly. It was reported that there was a five-minute delay to the surgical procedure and a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.